Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety shield on the suspect device detached either before or during use. The healthcare practitioner did not realize this, used the device, and then disposed of it. Another member of the medical staff then received a needle stick from the exposed needle in the garbage. She had routine post exposure lab work but the results are unknown.

Manufacturer narrative:
Section h, device evaluation: result - a sample was returned for evaluation. The returned material showed the reported defect. Visual inspection of the returned customer sample identified no cause of the safety shield disengagement. There was no flash or any other identifiable defects. A review of the device history record was completed for the reported lot number 5200527. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. An absolute root cause for this incident is indeterminate. All inspections met specification requirements.